Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported events of low pacing impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination of the helix region found no anomalies or distortion of the helix that would contribute to the helix issue reported. X- ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood/tissue clogging the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, loss of capture and decreased pacing impedance were observed on the right ventricular (rv) lead. During the reposition procedure, it was not possible to extend the rv helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.